Event description:
Allegedly the screw would not snap off and broke patient's bone.

Manufacturer narrative:
Investigation is not complete. This is a reportable malfunction. No patient information has been submitted to date. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00012. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Dimensional inspected. Photographic images made. Complaint reviewed and analysis showed no trend. Evidence that product in specification when used. Undetermined.